Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2002. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2002. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported. It was further reported that a computated tomography of the abdomen was performed. There is an ivc filter in place with its apex approximately 2.7 cm below the lower renal vein. The filter is tilted to the right by up to 9 degrees in relation to the long axis of the inferior vena cava and its apex is touching the right lateral wall of the inferior vena cava. The filter struts are intact. All of the struts appear to be perforating the walls of the inferior vena cava and protrude up to 3mm beyond the contour of the inferior vena cava medially. The tips of the struts are noted in the retroperitoneal fat. No vital organ perforation is identified.